Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes are due to some kind of stress, such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the adhesive on the bending section cover is detached and the connecting tube has peeling coating. (1 mm 2 or more) on the bronchofiberscope. There was no report of patient involvement.